Manufacturer narrative:
Samples are collected in bd lithium heparin tubes. The customer indicated that they have a procedure implemented in which all patient samples with initial result of >0.06ng/ml are re-tested prior to reporting results outside the laboratory. System check report provided was within the specification criteria. Per customer, the unit was performing within qc specifications.

Event description:
Beckman coulter inc. (Bci) contacted this customer on (B)(4) 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated an erroneously elevated accutni result for one patient's sample with repeat results recovering within the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.